Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip (not crack). Drive support was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on the reservoir compartment. The drive support cap was also damaged. They had dropped the insulin pump a few times. The clip would always break and the insulin pump would fall. The customer¿s blood glucose level was 80 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.